Manufacturer narrative:
Concomitant medical products: dtmb2d1 crtd implanted (B)(6) 2017. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the left ventricle was high. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited a rapid battery depletion due to a high left ventricular (lv) lead threshold. The lv lead and crt-d remain in use. No patient complications have been reported as a result of this event.